Event description:
It was reported that during a session with a patient, the mobile programmer application crashed and displayed a diagnostic message directing the user to contact the company. The user was advised in troubleshooting to restart the hosting tablet and a message then was displayed prompting software update however the patient session resumed and completion of interrogation was allowed to resolve the issue. The user indicated that the update would be addressed at a later time. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.